Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On april 24, 2017, it was reported that the device was catching skin. On (B)(6) 2017, it was clarified that no information could be provided by the customer. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Air dermatome, serial number (B)(4), was manufactured on february 27, 2014, is over 3 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome on (B)(6) 2017 revealed that the calibration was out of specification at zero setting only. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since it cannot be determined from the information provided if the service technician was able to reproduce the reported event during testing of the device. The root cause that the device was catching skin and the device was out of calibration cannot be specifically determined with the provided information. The issue was resolved with the replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). That the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was catching skin. No adverse events have been reported as a result of the malfunction.